Event description:
It was reported that insulin gauge displayed amount different than expected, as pump showed much lower insulin estimate than caller anticipated despite correct filling steps. There was no reported impact to the customer¿s blood glucose level. Caller confirmed that fill estimate changed with insulin delivery, reloaded same cartridge with assistance from technical support, declined test bolus to update estimate, and agreed to monitor pump and follow up if needed, with no further corrective actions documented.